Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2010 due to surgical site infection. It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was implanted due to ventral hernia, status post previous repair with infected mesh and status post removal of mesh. It was reported that the patient underwent mesh revision on (B)(6) 2018 and mesh was implanted due to history of infected mesh and recurrent ventral hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4). Patient codes: (B)(4). It was also reported that the patient experienced adhesions, unincorporated mesh, abdominal pain, digestive problems, scar tissue, bulging, and pain. No additional information was provided.